Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required reimage. A technical support specialist stated that the field service engineer performed the device reimage and launched the application to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es was down and unable to login. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.